Manufacturer narrative:
Product complaint # (B)(4). Batch # n56g4m. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify any issue that occurred when the device was fired? Was the device difficult to fire? Were the staples malformed? Was the staple line incomplete? How was the case completed? What is the current patient status?

Event description:
It was reported that during a colon resection, the stapler was fired and the anastomosis came apart. It was not reported how the procedure was completed or if there were any consequences to the patient.